Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: no sample has been received by fmc na. The reported complaint is not confirmed. Fmc will continue to monitor trends and defects per current procedure. Since the complaint could not be confirmed, no corrective action is documented at this time relating to this complaint.

Event description:
Received a verbal report from a hemodialysis user facility who has reported a tubing separation. The rn stated that approximately 1/2 hour into the dialysis treatment, a separation had occurred at the end of the blood pump segment of the arterial bloodline. The facility detected this immediately. No blood was returned to the patient in this event, and as a result, this patient did not have a 250 ml blood loss. There was no ill effect or medical intervention that resulted form this event. A new set of bloodlines and a new dialyzer were set up on the dialysis machine for the continuation and completion of the prescribed treatment. This patient did complete the entire dialysis treatment. This patient was then discharged to home once the treatment was completed. There is no sample available for evaluation.